Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that the surgical wound was open and the device was exposed. Due to the risk of infection, the patient was hospitalized and put on antibiotic therapy. At a later date, the system was explanted and a new system was successfully implanted on the opposite side. No additional adverse patient effects were reported and the patient was stable after the procedure. No products will be returned.